Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an endometriosis procedure, connected scissors to diathermy machine and no energy or activation to device. Another like device was used to complete the procedure. There was a five minute delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90h7m. The 5dcs instrument was returned with no damage in the external components. In an attempt to replicate the reported event, the instrument was functionally tested and continuity was present from the cautery pin to the end effector at any position of rotation through 360 degrees; no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.